Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The handle on the mics handpiece came off (the white part) during bone prep. Case type: tka.

Manufacturer narrative:
Reported issue: the screw in the handpiece handle was loose/fell out. Product history review: device history records indicate(B)(4) were manufactured under lot k0a8j and 24 including 4202921 were accepted into final stock on 10/3/17. A review of qt17-10-0006 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, s/n 4202921 in prodex lot k0a8j shows no additional complaint(s) related to the failure in this investigation. Visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: the handpiece motor and electronics function as intended. Conclusion: the screw holds the handle in place. If the screw backs out then the handle can fall.

Event description:
The handle on the mics handpiece came off (the white part) during bone prep. Case type: tka.